Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reason for mesh implantation was stress urinary incontinence and pelvic organ prolapse. It was reported that patient underwent mesh removal/revision on (B)(6) 2010, 2011 and 2013.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04324. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 1999 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.